Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced vaginal pressure and pain, vaginal bleeding, abdominal and pelvic pain, a return of her stress urinary incontinence, bleeding, vaginal infections and mesh erosion. The physician's office was contacted; no further information is currently available. Should additional relevant details become available, a supplemental report will be submitted.